Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was receiving beeping alarms while on battery power. While receiving the beeping, his controller was displaying a flashing battery fuel gauge and power light. The pt did not receive any alarms while connected to the power module. The pt changed battery clips and batteries, however, the alarms still occurred. A decision was made to switch to the back up system controller and the alarms stopped occurring.

Manufacturer narrative:
Upon analysis of the returned system controller, the report of flashing lights was confirmed during analysis. The white power lead was found to have a compromised wire at the connector end. Movement of the white power lead at the connector end resulted in alarms and interruption of pump function while tethered to the power module. A review of the device history records revealed no deviations from mfg or qa specs. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available at this time. The MFR is closing its file on this event.